Event description:
Rn reports pt had fluid leaking from their minicp transfer set after the set clamp was in the closed position at the conclusion of their pd therapy. The pt placed a minicap on their transfer set and clamped off set tubing to restrict fluid flow. Pt then went to their dialysis center for a transfer set change. Rn reports set was 4 months old and there was no pt injury or medical intervention as a result of the incident.